Event description:
** Update ** (B)(4) 2013 - the complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address pain, significant synovial inflammation, trunnion burnishing, and metallosis. It was also reported that the cup placement was not optimal. Based on this report, two additional products have been added.

Manufacturer narrative:
Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report (B)(4) submitted by a patient states that he has experienced pain, and recently underwent a blood test which showed an elevated cobalt level of 8.5. He has not yet been revised.

Manufacturer narrative:
Maude report (mw5029341) submitted by a patient states that he has experienced pain, and recently underwent a blood test which showed an elevated cobalt level of 8.5. He has not yet been revised. Update: 5/13/13 - litigation papers received. Litigation alleges bodily injury and suffering. Litigation has provided a date of revision. There is no additional information that would affect the outcome of this investigation. Update 05/06/2013 - the complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address pain, significant synovial inflammation, trunion burnishing, and metallosis. It was also reported that the cup placement was not optimal. Based on this report, two additional products have been added. Update: 8/13/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Doi (B)(6) 2008 - dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes a4bek1000 and zs5fv1000 . A search of the complaint database finds additional reported incidents against lot codes 2347172 and 2436882 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.